Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound-guided ascites percutaneous drainage catheter placement procedure using navarre opti drainage catheter. Prior to the procedure, it was noted that the length of the trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows a partial view of the three drainage catheters. Trocar needle was not noted at the tip of all the three catheters. However, it is not sufficient to determine whether the product meets specification or not, without the physical sample. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue for all three devices. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound-guided ascites percutaneous drainage catheter placement procedure using navarre opti drainage catheter. Prior to the procedure, it was noted that the length of the trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.